Manufacturer narrative:
(B)(4). The device was not returned for analysis. It should be noted that the trek rx instructions for use (IFU), specifies: balloon pressure should not exceed the rated burst pressure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The reported patient effect of dissection is a known observed and potential patient effect as listed in the product IFU. The investigation determined the reported material rupture and patient effect of dissection appear to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery. A 2.5x20mm trek balloon dilatation catheter was advanced to the lesion and inflated two times to 8 atmospheres (atms). On the third time the balloon was inflated to 16 atms and ruptured. The device was removed and a dissection was noticed. A 2.5x20mm trek was advanced and inflated to 12 atmospheres for 20 minutes to stabilize the dissection. The 2.5x20mm trek was removed and the dissection was successfully coved with a 2.75x28mm xience stent. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.